Manufacturer narrative:
Samples were drawn in plastic greiner sodium heparin plasma tubes with gel separator and centrifuged for 7 minutes at 3500 rpm. There were no issues with qc recovery. A field service engineer (fse) was on-site (B)(4) 2010 and performed hardware verification and ran qc which all passed and no hardware issues were noted. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely low troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system which did not match the patient's earlier 'negative' result. A rerun of the sample was 'negative' and an amended report was sent out. No reports of death, injury, or change to patient treatment have been reported in connection with this event.